Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged. The ra lead was successfully repositioned. No adverse patient effects were reported. This lead remains implanted. Boston scientific did not make the event date available.